Event description:
During a procedure, the tourniquet cuff would not inflate or perform properly. No pt injury was reported.

Manufacturer narrative:
The device was returned with evidence of use and inspection of the device revealed tube to port separation. Possible root causes were identified. Because the device was damaged, the root cause could not be conclusively determined.